Manufacturer narrative:
It was stated by the getinge field service engineer (fse) that the troubleshooting was done over the phone and that the fault was caused by the disconnection of the balloon tube and not a unit fault. The unit was released for use.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had a leak in the loop when patient was abut to be assisted with iab counterpulsation, the tube was immediately pulled out and use was stopped. The balloon was reconnected after checking the balloon and proceeded to work normally. There was no patient harm reported.